Manufacturer narrative:
The small grasping retractor instrument involved with this complaint was returned and failure analysis (fa) testing was performed. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during central processing, the small grasping retractor instrument had a frayed cable. There was no report of patient involvement.